Event description:
Customer reported a high blood glucose of 300 mg/dl. The customer treated their high blood glucose with 6 units of humalog. Troubleshooting for the customer's insulin pump found insulin was able to exit from the tubing. The customer's insulin pump also passed the high pressure test. The customer also reported a battery fail alert but declined to troubleshoot. He had also reported a battery fail test reading but also declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.